Manufacturer narrative:
Concomitant medical products: product ID: 495135 lead, implanted: (B)(6) 1987.

Event description:
It was reported by the patient¿s mother that the leads had to be replaced due to ¿shorting out because of wires¿. The reporter additionally stated that the patient fell and broke wires. Follow up with the patient¿s clinic did not confirm that the leads had broken; however, it did indicate that the output on the right ventricular (rv) leads was increased due to increasing thresholds. The leads were in use for several more years and were eventually replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.